Manufacturer narrative:
Patient identifier: requested, not available age or date of birth: requested, not available sex: requested, not available gender: n/a weight: requested, not available ethnicity: requested, not available race: requested, not available implanted date: device was not implanted explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the locator during insertion of the device due to resistance. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during the procedure, the angio-seal device intended for hemostasis was compromised by a kink in the locator due to the hardness of the subcutaneous tissue. Consequently, the device was set aside, and manual compression was employed for 30 minutes to successfully achieve hemostasis with less than 250cc of blood loss. The preceding procedure was percutaneous coronary intervention (pci), followed by a pre-deployment angiogram. A 7 fr sheath ancillary was used, and the puncture was made distal to the inguinal ligament in the right common femoral artery, which had a 7 mm diameter. The event did not result in any patient injury or need medical or surgical intervention. No equipment or other devices were utilized with the above product. The event occurred intra-operatively.